Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The surgeon reported that the patient was implanted with a gamma nail that fractured through the lag screw hole. The device was implanted for a subtrochanteric fracture on 1st april 2017 under a different consultant. Patient was revised it to an identical nail on (B)(6) 2017

Manufacturer narrative:
Referring to the product inquiry the broken long nail kit r1.5, ti, right gamma3® ø11x380mm x 125° is the primary product. The reported lag screw is considered an associated product. Failures in material or manufacturing were not found. Review of the device history records for the reported nail revealed no discrepancies; the device was documented faultless prior to distribution. A physical examination could not be carried out since the reported product was not available to stryker kiel; it was discarded by the hospital. This case presents a revision due to nail breakage after an implant residence time of 4.5 months. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The available information and the x-ray images were presented to a consulting health care professional for review. His comments: ¿the case: a subtrochanteric fracture was stabilized with a long gamma nail. There are two x-rays provided with the case. One shows the situation from ap-view after the operation. Nail is inserted but the displayed detail in the image is focused on the proximal part of the fracture, that it is not possible to say something on the fracture pattern. The lag screw seems to be too short and not anchoring in the cortex properly. Maybe this lead to higher tensile forces and loads resulting in a movement at the fracture site, delayed union and consecutive secondary breakage of the nail. In the second x-ray with the broken nail a cerclage is seen, also the distal appearance of a medial localized fracture line as a sign of a very instable fracture pattern. Summarized it can be said that the breakage of the nail is a result of the short lag screw and the instable fracture patterns.¿ based on the above the root cause of the reported event is not linked to a deficiency of the device, but is rather considered user related (deviation from surgical technique) ¿ contributed by patient factors. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The surgeon reported that the patient was implanted with a gamma nail that fractured through the lag screw hole. The device was implanted for a subtrochanteric fracture on (B)(6) 2017 under a different consultant. Patient was revised it to an identical nail on (B)(6) 2017.